Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, was received on jul 28, 2022 with lot number 2270673. Visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated opening on posterior, sharp broken on posterior, and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted and replaced.